Event description:
Additional information received reported that patient had an infection 10 days after implantation. The patient was implanted on (B)(6) 2012, and the system was explanted on (B)(6) 2012 due to the infection. A culture was taken and showed enterococcus, physalis, diphtheroids, bacteroides, fragilis group, and peptostreptococcus species. The patient was treated with antibiotics. On (B)(6) 2013 the patient was re-implanted with the full stimulation system. The patient was treated with pre and post-operative antibiotics. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is #3004209178.

Event description:
It was reported that the patient had a wound infection from the interstim. It was noted that the patient had an appointment with her hcp scheduled for (B)(6), 2012. Additional information has been requested, but was not available as of the date of this report.